Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery at level c5-c7 on (B)(6) 2014 a self-retaining screwdriver broke. The date of original surgery which was an acdf (anterior cervical discectomy with fusion) and date of original implant of the plate is unknown. The non-synthes plate had broken, so the patient was being revised. The non-synthes company has been contacted about the event. While attempting to remove a screw from a non-synthes anterior cervical plate the screwdriver handle broke into several pieces. This caused a twenty minute delay in the procedure. The broken pieces were easily removed and the procedure was completed successfully with no other additional medical intervention. The device is not available as it has been discarded. This is report 1 of 1 for (B)(4).